Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2017 with the following findings: animas product analysis was unable to investigate the device for the alleged malfunction due to an unrelated pump issue. The pump was received in a condition which made investigation of the initial complaint impossible. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This issue is not reportable because the alleged malfunction does not impact the user¿s ability to deliver insulin. Additionally, the owner's booklet instructs the user to contact animas if the user identifies or suspects the pump is damaged and warns that removal of the audio bolus button could damage the pump and affect the integrity of the pump and compromise the pump's waterproof capabilities. There was no indication that the product caused or contributed to an adverse event.